Event description:
While the davinci monopolar curved scissor instrument was being used through a port inside the patient, the distal end of the scissor partially broke away from the handle. The wire inside of the scissor remained intact within the instrument. All pieces were removed from the laparoscopic port.